Event description:
Pace medical was notified on march 24, 2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Pacemaker returned to company for repair. Customer stated that the device had no output. The pacemaker was examined by the company and repaired. Add'l solder work was needed. Device was recalibrated and final tested. Device passed all test and returned to customer.